Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not boot up. Fse analyse the system and confirmed its host pc power issue. Fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. ¿ the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the host pc. The device was returned to use in good working order.